Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 25 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient was diagnosed with tachyarrhythmia absoluta and was treated with cardioversion as well as medication adjustments. On (B)(6) 2017, the event was resolved without sequelae. (Clinical study patient ID: (B)(6))